Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additional information from the customer stated that the device malfunction did not contribute to the patient's death. The clinical and medical affairs (cma) unit stated that since the patient was in cardiac arrest, they were already compromised at the time of the procedure. The customer report describes a complex cardiac arrest situation where CPR is being administered whilst a technician is pushing the tip of the needle under the clavicle. Significant force applied to the patient's chest coupled with navigating the needle within a tight space behind the clavicle to access the subclavian line, can result in the needle bending. Therefore, it is possible that clinician technique may have contributed to the reported event. A device history record review could not be performed as no lot number was provided. The root cause could not be determined without the sample returned for investigation. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while attempting to insert trauma line into patient in traumatic cardiac arrest with suspected hemorrhagic etiology, needle bent at join between metal and plastic hub on trying to walk needle under clavicle. Able to aspirate blood but not feed guidewire. On attempting to remove, needle snapped at hub leaving needle without hub in patient's chest which then disappeared under skin". Additional information received states that "the patient was declared deceased at the scene. A small incision (approximately 0.5-10 mm) was made through the skin and subcutaneous tissue, and the needle was retrieved using small spencer wells forceps. All device components were completely removed from the patient".

Event description:
It was reported that "while attempting to insert trauma line into patient in traumatic cardiac arrest with suspected hemorrhagic etiology, needle bent at join between metal and plastic hub on trying to walk needle under clavicle. Able to aspirate blood but not feed guidewire. On attempting to remove, needle snapped at hub leaving needle without hub in patient's chest which then disappeared under skin". Additional information received states that "the patient was declared deceased at the scene. A small incision (approximately 0.5-10 mm) was made through the skin and subcutaneous tissue, and the needle was retrieved using small spencer wells forceps. All device components were completely removed from the patient".

Manufacturer narrative:
Qn# (B)(4); n/a; other remarks: n/a; corrected data: n/a.